Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, intermittent loss of capture was noted on the rv lead. The lead was capped and replaced. The patient¿s condition is fine after the event. The model and serial number of the lead is unknown.